Manufacturer narrative:
The device was returned and the evaluation states that the motor had corrosion from water damage.

Event description:
Dealer states the user alleges the left motor pulls to the left.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the user alleges the left motor pulls to the left.